Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system can¿t run power cycles. Reviewed log file showed that there is a malfunctioning of flexvision pc. The fse replaced the cimos battery and reset the bios settings. After replacement the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was not booting up. The user attempted to reboot the device multiple times, but the issue persisted. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the flexvision computer (pc) was not booting up properly. The fse replaced the cmos battery on the motherboard, reset the bios settings, and the device was returned to expected functionality.